Event description:
It was reported by the rep that the device was used during a bowel resection. It was reported the tlc55 would not fire on third cartridge. The second cartridge firing was extra difficult. They pulled another tlc55 to complete the case. There was no consequence to the pt.